Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the customer was hospitalized for hypoglycemia on (B)(6) 2020 and was in a car accident. It was reported that the customer was off the continuous glucose monitor for three days. It was reported that the customer hit his head and was taken to the hospital. The product is not expected to return for analysis.